Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown, and textured implant. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified, anxiety-product/procedure: unable to observe, as it is a medical event. That is not related to the device. Capsular contracture: unable to observe, as it is a medical event. That is not related to the device. It is not possible to determine, the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade unknown. And textured implant. The device has been explanted.